Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.260105.004.e1. Hardware: pixel 9 pro. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose rose to 503 mg/dl while wearing the pod between 4 and 24 hours. The patient reported they were having difficulty with maintaining the bluetooth connection between their continuous glucose monitor (dexcom g7) and the pod dexcom were notified of this incident on (B)(6) 2026. As treatment, the patient was administered insulin. The patient was released later the same day.